Manufacturer narrative:
It was reported that the ventilator failed the pre-use check, internal leakage test (system volume too low). The nozzle unit in the o2 gas module was replaced but not returned for investigation as the part was discarded. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test and showed message system volume too small. There was no patient involvement. Manufacturer's reference #: (B)(4).